Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that an endostat iii electrosurgical unit was used during a procedure performed on (B)(6) 2009. According to the complainant, the console burns, but does not cut properly. The procedure was completed with another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(6)(4). Cut properly, failure to. The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed. (6)(4).